Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. No actions will be taken at this time. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
As reported, when testing the balloon of this swan ganz catheter prior to use in the patient, it did not passively deflate with the syringe attached to the gate valve. Thus, customer added additional air to the balloon, being possible then to passively deflate it. Therefore, the catheter was inserted into the patient and was placed correctly by floating the device through balloon inflation/deflation technique. However, it was not possible to get the catheter to pace. Finally, the device was removed from inside the patient and replaced for another one in order to solve the issue. There was no allegation of patient injury. The catheter is available for evaluation. Patient demographics not available from the facility.

Manufacturer narrative:
The customer report of balloon deflation issue was not confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 1 second without a syringe attached, which is within specification. Edwards IFU instructed ¿passively deflate the balloon by removing the syringe from the gate valve¿. The customer report of "not possible to get the catheter to pace" was also not confirmed. Continuity testing indicated that both distal and proximal electrodes were continuous and there were no open, short or intermittent conditions. No visible damage was observed from the catheter body or returned syringe. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.